Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a thoracoabdominal aneurysm on (B)(6) 2019. Valiant navion stent grafts were also implanted it was reported approximately 3 months post the index procedure follow up CT identified a type I endoleak from the aortic neck. A type ii endoleak from a patent lumbar vessel was also observed.  Per the physician the cause of the type ia endoleak is undetermined but noted that the endoleak was observed in the valiant navion grafts and the endurant bifurcate. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.